Event description:
Pt presented to doctor with severe left eye pain and foreign body sensation. Pt was diagnosed with a 3 mm inferior temporal corneal ulcer and was immediately referred to ophthalmologist. Pt was hospitalized for three days, diagnosed with a hypopyon corneal ulcer. Pt had progressive loss of vision in spite of intensive systemic and topical therapy. A corneal culture was performed, and tested positive for fusarium solani. The ulcer was located in the central 4 mm of the cornea. To preserve the architecture of the eye, a lamellar keratectomy was performed. There is permanent decrease in visual acuity. Pt is still under treatment, however, condition has improved. It was recommended that pt no longer wear soft contact lenses. Hard lenses were advised once ulcer resolves.

Manufacturer narrative:
The medical device was not returned. The lot device history records were reviewed and show that all requirements were met. Based on all info, no root cause can be determined, and no conclusion can be drawn.